Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9127583. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-05-07. Medical device lot #: 9091636. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-04-01. Medical device lot #: 9084669. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-03-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing 18300 occurrences of containing oil globules during use. The following has been provided by the initial reporter: customer reported that the gel was found floating in the serum and also clogged the aspiration probe of analyzer.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to oil gel globules as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing 18300 occurrences of containing oil globules during use. The following has been provided by the initial reporter: customer reported that the gel was found floating in the serum and also clogged the aspiration probe of analyzer.